Manufacturer narrative:
System serial number is unknown. Device manufacture date is unknown. No files have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported during a case, navigation was working fine. Site took spin on an oarm and then switched crosshairs from stationary to moving on the s7 and then there was an inaccuracy. (B)(6) noted that it was with any instrument they attempted to use; first being the passive planar blunt, and secondly the right thoracic probe. He noted that if he attempted to switch back to stationary crosshairs the inaccuracy remained. He shut off the s7, powered it back on, and took another spin with the oarm and there was no inaccuracy. This time he had inaccuracies in movements both laterally and horizontally. There was no impact to the patient's outcome reported.